Event description:
It was reported the ipg reached end of life and the patient lost therapy. It is unknown if the ipg depleted prematurely. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The event of ipg replacement was reported to abbott. The ipg was explanted and replaced due to ipg reaching end of life. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.